Manufacturer narrative:
(B)(4). Concomitant medical products: natural knee ii femoral component, catalog#: 630700021 lot#: 60764724, natural knee ii tibial insert, catalog#: 620108909 lot#: 60695783, natural knee ii tibial stem, catalog#: 6307-01-220 lot#: 60692382. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05106, 0001822565-2017-05111, 0001822565-2017-05114, 0001822565-2018-00452. Remains implanted.

Event description:
It was reported that a patient underwent knee arthroplasty on approximately seven years ago and has been experiencing pain since the procedure. The patient received a letter, that he could not provide, from zimmer indicating that there was a problem either with his knee or the instrument used to perform the surgery.

Manufacturer narrative:
(B)(4). The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Compatibility check noted no issues. Per the package insert natural-knee® ii system, pain is a known potential adverse effects of the tka procedure. As investigated, this device is in scope of a previously initiated recall for a patella sheering issue, however it cannot be determined if the pain could have resulted from the reported patella peg shearing issue. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05106. 0001822565-2017-05114, 0002648920-2018-00165.